Event description:
Initially it was reported to cyberonics that at first the pt "got a vns" and "she had effect from it" and then "all of a sudden the effect disappears." X-rays taken on unk date were not reviewed by MFR. Chest films were taken "but did not find anything wrong" per site. During the operation the surgeon did a system diagnostics test before explanting any products and got "limit", but after they tried a new generator they got "ok", the surgeon thought that there was "something wrong with the generator." Visual and electrical analysis on the returned generator did not identify any anomalies on the device performance. The generator met cyberonics electrical testing specifications. Based on the info received to date, the cause for the high impedance is likely related to inadequate connection between the generator and lead.

Manufacturer narrative:
Device evaluated and no anomaly noted that would have affected device performance. No report of serious injury or death related to this event.